Manufacturer narrative:
The other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump identified a foreign material inside the inner cover. Analysis of the catheter identified holes in the catheter body that were determined to be user-related.

Event description:
Information was received from a patient via a manufacturing representative. The patients pump contained saline (concentration 9 ml/ ml, dose .43 ml/day). The pump was implanted for non-malignant pain, failed back surgery syndrome and joint pain/arthritis. The patient had no therapeutic effect since implant despite using several medications. On this report date, the pump was explanted and would be sent for analysis. Additional information received from the manufacturing representative indicated that they were unsure as to why there was lack of therapy, but tried many medications in the beginning, and elected to keep it in for the life of the device in case they found something that worked. The physician did not feel it was an issue related to the pump at all and that the pump itself was working appropriately, rather that the patient was just not responding to therapy. It was unknown as to what diagnostics were performed. Pump event logs as examined on (B)(6) 2016 were provided and they showed motor stall occurred (B)(6) 2013 13:56, recovered 14:28, another motor stall occurred (B)(6) 2014 16:57, recovered 17:43, another motor stall occurred on (B)(6) 2015 14:34 recovered 15:04. Elective replacement indicator occurred (B)(6) 2016. End of service occurred (B)(6) 2016. Stopped pump period may exceed tube set occurred (B)(6) 2016 12:00. The pump was not replaced prior to reaching end of service because the physician and patient felt this type of therapy was not effective for her. The cause of the motor stalls and whether they were related to MRI scans was unknown. The health care professional later reported that the motor stalls were related to magnetic resonance imaging. The device functioned properly but did not provide her analgesia and it had been explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.